Event description:
The user returned the device to olympus (B)(4) for repair due to wear of the resin in the bending section. Olympus australia found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off during the repair of the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following: the watertightness was lost due to scratches on the bending section rubber. The adhesive around the objective lens was chipped. The adhesive of the bending section rubber was peeled off. Due to the deterioration of the insertion tube, the metal part was exposed. The insertion section was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus (B)(4), but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the following effects, etc. Physical stress, chemical stress, poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.). Omsc determined that the reported event could be prevented because the instruction manual provides precautions regarding the handling of the insertion tube and storage of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.